Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, two fast-fix 360 devices failed in the same way as the t1 staple deployed prematurely into the knee before insertion into the meniscus; the procedure was completed with a change in the surgical technique, there was no surgical delay and no further complications were reported.

Manufacturer narrative:
H11: h2: additional information: b5 and h6: health effect - impact code.

Event description:
It was reported that during an arthroscopy, two (2) fast-fix 360 failed in the same way. During the insertion of the staple, the t1 of the fast-fix 360 deploy prematurely into the knee before the moment of injection into the meniscus. The procedure was completed with a change in the surgical technique, they used inside-outside technic. There was no surgical delay. No further complications were reported.